Event description:
Info received indicates the bed lost all manual functions.

Manufacturer narrative:
The hill-rom tech found the bed had no manual functions. Manual functions are used to operate the bed system articulation functions when on battery power. The tech replaced the battery to repair the bed.